Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer stated that blood glucose was running high for the past couple of weeks and tried to take insulin. Customer took manual injection for high blood glucose. Blood glucose was 500 mg/dl followed by over 300 mg/dl, also sometimes gone over 600 mg/dl. Customer reported blood glucose of 225 mg/dl and called healthcare professional that he did not want to go to emergency room due to virus outbreak. Customer¿s blood glucose was over 400 mg/dl when he woke at night. Customer reported he had issues with repeated bolus not delivered message and blood glucose at the time of incident was 298 mg/dl. Customer also reported insulin tube was kinked or bent with air bubbles. The insulin pump will return for the analysis.